Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Only the event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: monument manufacturing date: 19-feb-2021 expiration date: unknown part number: 04.233.134s-us, rfn/11mm/340mm 5 degree bend/pe inlay/sterile lot number: 84p2747 (sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, rfn assembly inspection met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn provided by fruh was found to be conforming. There was no pll included in this DHR. Therefore, the pll for this lot could not be reviewed and the expiration date could not be notated. This lot met all dimensional, sterilization, and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.233.124.2y, poly inlay retrograde femoral lot number: 78p6428 lot quantity: (B)(4) one piece was scrapped for dropped part. One additional part was scrapped for part-length under. Production order traveler met all inspection acceptance criteria apart from the two parts noted. Inspection sheet met all inspection acceptance criteria. Part number: 21131, tialv*ri13.00 lot number: 51p3737 lot quantity: 1207 lbs. Inspection instruction met all inspection acceptance criteria. Product certification supplied by nf&m international inc. Dated 02-feb-2020 was reviewed and determined to be conforming. Lot summary report dated 01-apr-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon removed a retrograde nail on (B)(6) 2024 due to a suspected infection. The revision was completed successfully. The date of initial implantation is unknown. No further information is available. This report involves one rfna / 11mm / 340mm standard bend / sterile this is report 1 of 2 for (B)(4).